Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7084109, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI): (B)(4), model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7084133, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI): (B)(4), model number/catalog number: sc-4318, batch/lot number: 32076774, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to the patients weight loss, which resulted in discomfort at the implantable pulse generator (ipg) site. Additionally, the patient reported no longer requiring stimulation therapy. The patient was doing well postoperatively, and all explanted device components were not returned per facility policy.